Event description:
Distributor reports higher pt/inr results than reference with the hemochron jr. Microcoagulation citrate prothrombin time test (j201c). Pt test using j201c generated 2.2 inr and lab result was 1.5 inr. Pt's therapeutic range was not provided. Reference lab results generated as part of a correlation study run at the healthcare facility. Pt treatment based on the j201c result. No adverse event(s) reported. Healthcare facility is using a citrated capillary collection device during j201c testing. This sampling methodology is not consistent with product labeling. This event occurred outside of the united states.

Manufacturer narrative:
(B)(4). Customer tested with hemochron jr. Signature instrument serial# (B)(4). Method codes: actual device not evaluated. Reserve sample tested from same lot (cuvette/single-use disposable). Process eval performed. Cuvette device history records reviewed and found to meet specs. Result : complaint was not confirmed through cuvette eval testing. Conclusion code: human factors issue. Unable to confirm complaint. The methodology of sampling is not consistent with product labeling. Results generated using samples without the capillary collection device correlated well between j201c and the reference laboratory. Itc has requested all data required for form 3500a.